Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hypoplasia status post previous breast augmentation . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic/latino female patient underwent a primary breast augmentation with two 350cc mentor smooth round moderate profile prostheses and experienced postoperative bilateral anisomastia and right-sided capsular contracture (grade unknown). The patient had a consultation with a healthcare professional. The patient was diagnosed with bilateral hypoplasia status post previous breast augmentation and right-sided capsular contracture. As a result, the patient underwent unilateral removal and replacement with a 350cc mentor smooth round moderate profile prosthesis (right catalog #: 3501655, right serial #: (B)(4) for the right side and surgical intervention (limited capsulectomy) for the left side on (B)(6) 2012. The report is for left-sided prosthesis.